Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 582 then 600 and then 254 mg/dl at the time of call. The customer stated she had nausea as a symptom. Nothing was replaced or returned. No further details were provided.